Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was turned off without alarm. Customer states that they inserted new battery but insulin pump did not work. Customer performed troubleshoot. Customer mentioned that insulin pump was dropped. Customer¿s blood glucose was 105mg/dl at time of incident. Insulin pump will be return for analysis.